Event description:
During follow-up, oversensing of noise was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. Lead insulation damage was suspected but was not confirmed visually. The patient was stable and will continue to be monitored; there were no adverse consequences.